Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). A carefusion field service representative (fsr) has evaluated the device on site and found that the device had low volumes due to a missing rubber boot on the poppet component. The fsr also replaced the membrane/overlay for the dc led not working. The fsr ran operator verification procedures and discovered the o2 calibration was not within specification so he replaced the blender as well. The fsr ran operator verification procedures again, tested the device, and the device passed all tests.

Event description:
The customer reported while using the vela ventilator the unit has low volumes and dc led not working. The customer did not report patient involvement or patient harm, at this time it is unknown.